Event description:
Pt reports pump error of blockage, changed site and couldn't even prime tubing, sn (B)(4). No adverse events due to pump malfunction. Device available for investigation. We replaced device. Backup device used while waiting for replacement device. Reported to (B)(6) by pt/caregiver.